Event description:
On (B)(6) 2011, customer reported that a fluid leak was observed after startup and during quality control (qc) processing on the lh500 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and removed and replaced a worn pinch valve (pv 57), the actuator, and the mounting nut which are involved with the drain path from the mixing chamber (mc1) to the differential waste chamber. Fse performed shutdown and startup, ran patient samples, latron, and controls to confirm operation of system. Controls and system were operating within specifications.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).